Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) head was unable to obtain telemetry. It was suggested to replace the rf head to correct the issue. Further follow-up with the company representative confirmed that the rf head was replaced. No patient complications have been reported as a result of this event.